Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument and one endo gia* tri-staple rr 60mm medium/thick reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted no abnormalities. The jaws were clamped on tissue and the I-beam was advanced between the distal end of the reload and the 1 cm cut line. The lock ring was damaged. The proximal end of the reload was broken and received separated. Furthermore, the articulation rod was bent. Functionally, the instrument was loaded with pmv representative straight and roticulator* loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Functional testing of the reload could not be performed due to the noted damages. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. If the adapter breaks before the knife bar assembly is retracted, the jaws will remain clamped. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Type of procedure: sleeve gastrectomy according to the reporter: during procedure, the shaft broke of instrument and fell into cavity while magazine was closed over tissue. The magazine could not be open any more and had to be cut of tissue. The procedure was completed with devices from competitor ethicon. Patient was injured (small tissue loss), there was extension of procedure, but no extension of incision. There was no blood loss, and no change of procedure. Patient is fine after procedure.

Manufacturer narrative:
(B)(4).